Event description:
Event description boston scientific received information that both this atrial and right ventricular lead were explanted and replaced due to being fractured. It was observed via chest x-ray that both leads were fractured and were in two separate pieces at the point of access to the subclavian vein just below the clavicle. There were no adverse effects experienced by the patient before lead extraction or during extraction and re-implant.